Manufacturer narrative:
Device eval: the suspect device was not returned for evaluation. A lot number was not provided by the customer, therefore, the design history file and complaint database could not be reviewed. Three separate attempts were made on (B)(4) 2011 to obtain additional clinical information from the customer . The customer would not divulge any further information. The customer stated they were not aware if this was the initial use of the devices in question. Unable to determine the root cause of the reported failure without the suspect device. No conclusion can be drawn. Eval: device history file and complaint database could not be reviewed as no lot number was given. Results: unable to determine the root cause of the reported failure. Conclusions: no conclusion can be drawn.

Event description:
The customer reported that air was drawn into the system while using the hemostasis valve on two separate occasions during angioplasty procedures. One patient went into arrest, but was resuscitated. No specific clinical information has been provided by the customer for the second event. The customer will not provide any further information for the patient that reportedly arrested. The customer did not provide a lot number, and will not be returning any suspect devices for evaluation. This is one of two reports for this complaint. 9616662-2011-00025.